Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Provider states that the consumer brought her walker in to get the walker leg sleds changed and he noticed the whole right side of the walker has a 3in give to it. Provider states the lot number is not visible and they have no proof of sale to show it is within warranty timeframe. No additional information provided.